Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: none, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the system would not display anything under 3d on the pendant when they switched from 2d mode. When they initiated a 3d scan, it would switch back into 2d mode. When the site switched to 2d and back to 3d, the pendant displayed normal patient orientation, size, kv and ma. The stealth camera had a green check. The light on top of the mobile view station (mvs) was green, and the site was using the middle button on the hand switch to take the spin. The site confirmed the wrong button was originally being pressed which caused it to switch back to 2d. When the middle button was used, the issue resolved. There was no delay in surgery and no impact on patient outcome.